Manufacturer narrative:
The exact root cause is not known as data was not provided for review and analysis. However, the observed discrepancy could be due to the sample being a weak positive near the beginning of infection for the flu a target that is at/near the limit of detection (lod) of the assay and/or differences in sample collections and infection level. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. In addition, sample collection can contribute to discrepancies. While it is hard to specify cross-contamination as a cause, it is a possibility.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza a (negative for sars-cov-2 and influenza b). The same sample was repeated on a different liat analyzer and generated the same result. The same sample was repeated on a competitor assay (details unknown) and generated a negative result. Unknown which result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.